Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and mild pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling for the reported events of edema and pain: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week.

Event description:
Healthcare professional reported treating a patient that had been injected with juvéderm volbella with lidocaine in the tear trough. Patient was given prilox prior to the injection and given ice post injection. Four hours later, the patient complained of mild pain in the tear trough and swelling around the corner of the eyes at one side. Patient was treated with ernica, oridum maxo, cold fermentation followed by hot fermentation. Symptoms resolved a week after onset.